Event description:
Patient presented to the physician with movement of the ipg within the pocket, causing pain. Physician brought the patient into the operating room, repositioned the ipg, re-sutured, and closed.